Event description:
The user facility reported that the angio-seal device involved came out (lock defective). After passing a wire through the lesion, the target site was confirmed by intravascular ultrasound (ivus). Percutaneous old balloon angioplasty (poba) was then performed, and a stent was implanted successfully. Final ivus and angiography revealed no problem, and the procedure was completed successfully. The angio-seal device was then used for hemostasis. As usual, the physician inserted the locator/insertion sheath assembly into the puncture tract, removed the locator, and the angio-seal device was inserted into the sheath. When the angio-seal device was pulled back, the angio-seal device fully came out of the insertion sheath without resistance. Inspection of the sheath and the device revealed that the anchor and collagen remained inside the device. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The blood loss was less than 250cc's. The event occurred intra-operative. No medical or surgical intervention was required. No equipment or other devices were used with the involved product.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).